Manufacturer narrative:
Updated information: b5. Additional information received from the physician/author provided further details pertaining to the subclavian artery avulsion event. Per the physician/author, as the 23 mm evolut valve/enveo delivery system was passed through a subclavian chimney graft into the subclavian artery, resistance was encountered. This caused a tear in the artery and subsequently became an avulsion/rupture. Additionally, it was noted the patient with this injury weighed 105 pounds. The physician/author did not provide any additional information regarding the other adverse events reported in the article. H6. Patient code (ime/annex e) updated to reflect the type of injury that occurred to the patient during the subclavian artery avulsion event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Citation: kumar k, et al. Hemodynamic and conduction system outcomes in sievers type 0 and sievers type 1 bicuspid aortic valves post transcatheter aortic valve replacement. Structural heart. 2021; 5(3): 287-294. Doi: 10.1080/24748706.2021.1883782. Published online: 15 mar 2021. Earliest date of publish used for date of event. Medtronic products: enveo r delivery catheter system (PMA# p130021, product code npt), enveo pro delivery catheter system (PMA# p130021, product code npt). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature article regarding the incidence of adverse conduction effects in patients with bicuspid aortic valve morphologies following transcatheter aortic valve replacement (tavr) with a self-expanding prosthesis. All data was retrospectively collected from a single center between january 2017 and august 2019. All patients in the study population (30 patients; predominantly male; mean age 68.2 years) underwent tavr with a medtronic evolut r or evolut pro valve system. No unique device identifier numbers were provided. Among all patients, adverse events that occurred during or within thirty days of tavr included: post-implant balloon aortic valvuloplasty for paravalvular leak, unacceptable hemodynamics (elevated pressure gradients), or valve expansion; new onset left bundle branch block (no treatment reported); permanent pacemaker implantation for complete heart block (may have been secondary to a lower than desired valve implant depth); in-hospital transient ischemic attack with full neurological recovery prior to discharge; minor access site bleeding requiring transfusion; and vascular complication described as subclavian artery avulsion requiring saphenous vein bypass graft. The authors noted that none of the patients who developed new left bundle branch block (5 cases) or complete heart block requiring pacemaker implantation (1 case) had pre-existing conduction disease in baseline electrocardiogram. No additional adverse patient effects or product performance issues were reported.